Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient changed over to cool aerosol trach collar at 50%. The distal cuff on the trach tube had a con siderable leak and was no longer holding air. Indicated that the replacement was also a flex 8 and failed as well.